Event description:
Reportedly, despite good atrial sensing could be observed with automatic and manual testing, the smartcheck (feature that allows performing automatically all follow-up tests) result indicated the atrial sensing failed during the follow-up on (B)(6) 2010. No expertise files could be retrieved for analysis.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was mfg and used outside the united states. Since the device remains implanted, the programmer files were reviewed. The device model involved in this MDR report is not approved in the us; however, it is similar to reply dr or sr models approved under p950029. No analysis could be performed since no relevant data were provided. (B)(4).